Manufacturer narrative:
(B)(4). Investigation: visual inspection of the returned part revealed no anomalies. The rlad failed functional tests. Internal evaluation identified that the rlad was only reading fluid and would not detecting air. The service technician replaced the rlad. Root cause: defective rlad, most likely due to a supplier issue. Corrective/preventive action: due to issues identified at the supplier with the quality of the pcb boards used in the sensor and the process for assembly (B)(4) was initiated and inventory was completed on the production floor. Suspect sensors were returned to the supplier and corrective action was requested. Additionally, a new pcb board supplier was validated together by the supplier and caridianbct. Return air line detectors with the new boards were cut into production beginning with machine s/n (B)(4).

Event description:
The customer reported that the return line air detector (rlad) failed within 30 days, following the fsb 12 machine upgrade. The machine alarmed during prime. This is a "return line air detector detected fluid too soon" alarm. There were no adverse events or medical intervention reported. The return air detector is a secondary safety sensor used in conjunction with the level sensors and alarmed as designed. Patient information is not available at this time. This report is being filed due to a device malfunction.